Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-02925.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report #s: 1225714-2013-02924 and 1225714-2013-02925. Additional information has been requested and will be submitted upon receipt accordingly

Event description:
Additional information received noted that the patient experience was sudden and the patient expired on the same day.